Manufacturer narrative:
No ramping numbers or unresponsive buttons were noted. All buttons functioned properly. However, the pump had moisture on the keypad traces. The pump also had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The father reported via phone call that the customer had a keypad anomaly. The father stated the numbers on th insulin pump were scrolling and the keypad became unresponsive when attempting to bolus. Customer's blood glucose was 112 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.